Event description:
Pt had open heart surgery with 3 vessels grafted. Pt was extubated 2 days later approx 5 hours before the event. They were up in a chair when they had a cardio pulmonary arrest. Pt was coded using the acls protocol, hands free pacing pads were used and the pt received 9 shocks from the defibrillator. The surgeon opened the pt's chest to deliver internal shocks with the cardiac paddles. The adapters were changed from hands-free to internal and the paddles were connected. The defibrillator charged, but would not deliver the shock to the pt. The process of hook up was repeated to check for operator error, the device was plugged in to make sure that it was not an energy issue, variable levels of energy were attempted, but the paddles did not discharge. During this time, the surgeon was performing open heart massage. He then rushed the pt to surgery to explore, but the pt died in the o.r.